Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had high blood glucose of 426mg/dl. The customer treated with a shot. The customer filled the reservoir up to 300 and now it shows 220 units. Customer did not see any leak in the reservoir compartment. The customer declined high blood glucose troubleshooting, just wants to know where the 220 units went. The customer was advised to monitor insulin pump.